Manufacturer narrative:
The reported event of failure to connect was confirmed. The device was at elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
Fduring a normal device exchange procedure, there was a failure to connect the lead into the header of the device. Multiple torque drivers were used but the issue persisted. The device was then explanted and replaced to resolve the event. The patient is stable.